Event description:
Extension tubing cracked at the hub. Leaked tpn into patient bedding. Dates of use: (B)(6) 2015. Diagnossis or reason for use: tpn infusion over 12 hours. Event abated after use stopped or dose reduced: yes.